Manufacturer narrative:
Concomitant products: 5092-58, lead, implanted: (B)(6) 2002.

Event description:
It was reported that the patient presented to the emergency room due to multiple syncopal episodes over the last several weeks. Potential intermittent oversensing was observed on the atrial channel during the atrial high rate episodes. At the emergency room, the atrial lead showed capture with no sensing issues. It was also noted that an atrial lead warning occurred in the past due to low pacing impedance. The atrial lead remains in use. No further patient complications have been reported as a result of this event.